Manufacturer narrative:
This device is serviced by a third party dealer. No further information is available about this issue and resolution cannot be confirmed.

Event description:
The hospital reported that, unit cannot operate on ac mains and fuses kept blowing once on ac mains. The electric module part was requested by the customer. There was no reported patient involvement.